Manufacturer narrative:
Evaluation of the returned product did not yield a definitive root cause. Damage to the components that interlock to enable device retraction was noted. However, it was unable to be determined whether this damage was caused during the process of re-establishing the connection between the components.

Event description:
The aeon endostapler consists of a handle and reload. During a duodenal switch procedure, an aeon reload was used on the duodenum. After the firing, the reload could not be retracted. With the assistance of lexington medical employees, the surgeon was able to reestablish a connection between the handle and reload to retract the reload and remove it from the tissue. No further action, patient complications, or harm is associated with this incident.